Event description:
It was reported that during an implant procedure involving the leads, high impedance was observed on the day of surgery, with several contacts on each lead above 10000. Stimulation in an incorrect location and an unspecified other stimulation issue were also reported. Troubleshooting was performed by attempting reprogramming. A device revision was performed inwhich both leads were explanted and both leads were replaced, and the replacement leads were reported to have no issue. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 25-jan-2028, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 15-feb-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.